Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent unknown procedure on unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The procedure was a hysterectomy (round ligament).